Event description:
Facility reports that a patient fell out of a golvo mobile lift while being lifted up and transferred from a wheelchair to getty chair. She hit her head and was unconscious for 4-5 minutes and a code was called. Facility risk department did a root cause analysis and had several conclusions, but the main one is that the facility ID tag interfered with the sling strap attachment to the bar. The lift has been pulled from service pending inspection by distributor.

Manufacturer narrative:
Sling was modified by placing the ID tag in a position where it interfered with the application of the loops to the sling bar. Pending additional information from facility, a follow-up report will be forwarded.